Event description:
It is reported that during the implantation of a shoulder prothesis that, a distal segment 3.5mm hex tip screw driver tip broke off while tightening the screw of the glenosphere component. The tip segment could not be extracted from the screw head socket. The screwdriver is a class 1 surgical tool. This report is provided to identify an event of inadvertent residual foreign body left indwelling at the surgical site within the implant device. (B)(4).

Manufacturer narrative:
Lot number of failed device has not been provided. No additional info is anticipated for this event. This is the final report that will be filed associated with this event and device. This is a known potential issue of failure where excessive torque has been applied in tool use.